Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient is unable to adequately hear low frequencies with her cochlear implant system. Imaging completed in 2007 was consistent with proper placement of the electrode array. The results of an integrity test done on the same date were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. On three months later, the audiologist noted that the patient's performance was worse. Explantation/reimplantation surgery is planned but had not been scheduled at the time of this report.